Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our sales rep reports that during an arthroscopic shoulder repair, the surgeon noted metal debris emanating from a 2.9mm super rc drill bit and falling into the pt's joint space. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the pt.